Event description:
It was reported that customer pump screen was broken and remained black when pump was plugged in and started, with no blood glucose information available. There was no reported impact to the customer¿s blood glucose level. Customer pump was being returned for evaluation and customer received replacement pump, with no additional information available regarding further actions or outcome.